Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.5 x 28 mm device referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the delivery system was not able to be confirmed. The reported difficulty to remove was confirmed. Based on a visual, dimensional, and functional inspection of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. After pre-dilatation, an attempt was made to advance the 2.5 x 28 mm device on the bmw universal ii guide wire, but it became stuck on the guide wire just after insertion. The delivery system could not be advanced or retracted on the guide wire so both devices were removed. The delivery system never entered the patient. The lesion was easily reaccessed with a new guide wire and a new same size implant was used to successfully treat the lesion. There was a good final patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.